Event description:
During the coil embolization for aneurysm, an unspecified prowler select plus(catalog and lot unknown) was successfully delivered in the target vessel. But when the physician was inserting a vrd ((B)(4), complaint product) through an unspecified y-connector, the physician experienced severe resistance and could not advanced it any further. And then, the vrd was safely removed from the y-connector. After withdrawal, when the vrd was outside the patient, it was noted that the distal portion of the vrd appeared to be severely kinked. It was further explained as the kinking was noted on the actual enterprise stent. According to the physician, as the introducer of the vrd might not have been engaged correctly with the hub of the microcatheter, the distal part of the vrd accidentally deployed into the y-connector at that time. After that, the vrd was replaced for a new product ((B)(4), lot unknown) which had made it through the same y-connector without any problems. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. No other damages to the enterprise system were noted after removal. The vessel was mildly calcified, but the level of turtuosity was unknown. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: when inserting the enterprise vrd (enc452212/10162720) through an unspecified y-connector severe resistance was experienced and it could not be advanced any further. The vrd was then safely removed from the y-connector. After withdrawal, when the vrd was outside the patient, it was noted that the distal portion of the vrd appeared to be severely kinked; the kink was located on part of the flare of the enterprise stent. According to the physician, as the introducer of the vrd might not have been engaged correctly with the hub of the microcatheter, the distal part of the vrd accidentally deployed into the y-connector at that time. After that, the vrd was replaced for a new product (enc452212, lot unknown) which could make through the same y-connector without any problem. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The device was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The product is unavailable for evaluation. No additional information is available. As reported the device is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10162720. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The introduction and withdrawal procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If the introducer is not fully seated and secured in the microcatheter hub during introduction, the end of the stent will expand as it enters the gap. This will lead to resistance and possibly damage to the device with attempted advancement. With review of the available information and as reported, the procedural handling during introduction of the device through the y-connector resulted in the resistance and stent damage. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.